Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient got out of bed on (B)(6) 2019 and turned up the system, but as she was doing it, the patient controller shut down with a triangle that said system data, please contact medtronic and it had some numbers on the bottom. It was reported that the patient had several encounters with error message screens on her patient controller. After 3-4 hours, the patient had taken the battery pack out from the patient controller for several hours to reset it. The patient experienced a loss of stimulation for about 6 hours, so now her hip, back, and foot are killing her. After about 9 hours, the patient had removed/reinserted the battery pack into to the patient controller and could then increase/decrease the stimulation. She was successful in starting to use the stimulation again on the night of (B)(6) 2019 and noted that she ¿had gotten the battery to work as it kind of rebooted itself¿. When the patient woke up on (B)(6) 2019, she noticed that she has to use a higher setting to achieve the same level of pain control. The patient had previously had pain relief at 5.0 and 5.6 milliamps, and now she has to kick it up to 7.6 or 8.3 milliamps. As a contributing factor, the patient had noted that she had slipped on a rug the other day, but she had caught herself. There were no further complications reported or anticipated.